Manufacturer narrative:
(B)(4). A sample and lot number was not provided with the reported issue. A device history record review for this product was not completed due to missing lot number. In addition root cause could not be determined. A corrective action could not be determined without the root cause. At this point no action was taken for this reported event. All products are made from qualified materials that are tested prior to released for manufacturing. In addition, all finished product must meet product specification and process controls prior to final release. Product involved was aami level 3 gown used for aortic aneurysm procedure.

Event description:
Following aortic aneurysm procedure, when removing instrumentation from groin access, there was a fluid splash resulting in high-velocity low-volume fluid exposure to royal silk aami level 3 gown. There was fluid strike through to the skin. Employee went to employee health and underwent exposure protocol and will be followed per blood borne pathogen policy.